Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the pushwire was discarded. (B)(4).

Event description:
Treatment of a small aneurysm with a wide neck located in the pica located in the (posterior inferior cerebellar artery). On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline could not be released from the capture coil despite rotating the pushwire and advancing it when there was 4mm of the pipeline left in the microcatheter. In the process of rotating the pushwire, the remaining pipeline was pulled out the microcatheter and it advanced the pipeline more distal than desired. The capture coil was eventually bumped off the pipeline by advancing the catheter through the open proximal part of the pipeline up to the distal part of the pipeline and nudging it open from the inside. A second pipeline was also placed due to less than ideal coverage of the aneurysm neck. No patient injury was reported as a result of the procedure.